Manufacturer narrative:
Correction: annex b: b21 annex c: c21 annex d: d16 additional information: device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, manufacturer narrative, annex a: a0404, a0401 annex g: g0405206, g02017 annex b: b01 annex c: c07, c17 annex d: d07, d02 a device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : see manufacturer narrative.

Event description:
It was reported that the device had broken/damaged and plunger sticks. There was no patient involvement.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had broken/damaged and plunger sticks. There was no patient involvement.